Event description:
This report is being filed as the evaluation result codes and evaluation conclusion code have been updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that pacing impedances on the non-boston scientific right atrial (ra) lead connected to this pacemaker reached greater than 2000 ohms. There was also noted to be noisy signals, which were oversensed resulting in inappropriate atrial tachy response (atr) episodes. No adverse patient effects were reported. The device and non-boston scientific ra lead remain in service.